Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.2. Hardware: iphone18.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to urgent care with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient reported that the cannula was bent and not properly inserted into the skin, and that the pod failed to deliver insulin. The patient¿s blood glucose levels reportedly rose to 547 mg/dl while wearing the pod on the arm between 4 and 24 hours. The patient also reported redness and swelling at the pod site. Although the patient indicated experiencing symptoms, specific details were not provided. The patient was diagnosed with dka (without coma) associated with diabetes mellitus due to an underlying condition. Treatment administered included insulin therapy (7 units of humalog, followed by an additional 7 units after reassessment), basic metabolic panel (bmp) testing, and two rounds of intravenous (IV) fluids. The patient was discharged on the same day.